Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 530 mg/dl. Customer stated they changed infusion set in night and next morning blood glucose was 530 mg/dl. Customer went to church and blood glucose was at 500 mg/dl. Customer stated infusion set had leak at the quick release. Customer stated they wasted 200 units of insulin, reservoir did not last. Auto mode feature information was unknown. Customers last blood glucose reading was 490 mg/dl. The insulin pump will not be returned for analysis. (B)(4).